Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, e1, e3, g1, g3, g6, h1, h2, h6, h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery once connected to nitrogen there was a leak in the handpiece. There was no harm; however, there was a 5¿10-minute delay to obtain new dermatome. Due diligence is complete. No additional information is available.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during an unknown time there was a leak in the handpiece. Patient impact is unknown. Due diligence is complete as multiple attempts were made; however, no additional information was received.